Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) displayed system failure alarm, unit no longer turns on. There was no patient harm reported.

Manufacturer narrative:
Due to character restrictions in block e1 initial reporter: (B)(6) lhd due to character restrictions in block e1 event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d8, d9 (device available for eval, return to manufacture date), g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) confirmed fault with power management board in the evidence of water ingress and damage. Fse replaced power management board due to liquid damaged and confirmed function test passed. Est passed. Fse found printer was not working due to liquid damaged & on/ off green light is not working and faulty pneumatic interface module (pim) due to leak. Fse replaced pim assembly, printer and power on/off switch cable. Function check and electrical safety test passed. The patient involvement is unknown and no one was harmed. The failure analysis and testing dept. Received the following parts associated with this complaint: patient interface module, printer, on/off cable assembly, pcb, power management. These parts were received with a reported unit failure of fluid ingress and pim leak. The failure analysis and testing dept. Performed a visual inspection and observed that the following parts had saline damage. Patient interface module, printer, on/off cable assembly, patient interface module had dried blood in the tubing. Due to the fluid ingress to these parts, and the dried blood in the tubing of the pim, the fat dept. Cannot investigate this complaint any further. Retaining the parts in the fat dept. Per procedure.

Event description:
N/a.